Event description:
The customer reported to baxter (B)(4) of a one-link needlefree IV connector in which occlusions were observed when using the one-link with a solo PICC (peripherally inserted central catheter). The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The customer reported that this may be a compatibility issue. The onelink is used in oncology with chemotherapy drugs. Some of the occlusions happened within only a few hours of setup, and some were later. There were no issues with luering on the onelink and flushing with saline at the start of therapy. The customer also reported some observance of intra-luminal blood clots within the catheter when administering the medications, however, they do not report that this was the cause of the occlusion. The blood clots were resolved in a timely manner. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).